Event description:
The customer observed falsely elevated sodium results on the alinity c processing module, (B)(6), for one patient. The result was not reported. The sample was repeated on the same instrument and another instrument with lower results. The following data was provided: initial result = 160 repeated on same instrument = 153 and 134 repeated on another instrument = 137. Reference range = 135-147 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely increased alinity c sodium results included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. A review of tickets determined there is normal complaint activity. Trending review did not identify any increased complaint activity for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer observed falsely elevated sodium results on the alinity c processing module, (B)(6), for one patient. The result was not reported. The sample was repeated on the same instrument and another instrument with lower results. The following data was provided: initial result = 160 repeated on same instrument = 153 and 134 repeated on another instrument = 137. Reference range = 135-147 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.